Event description:
The nursing staff is having great difficulty getting the blood to draw with the device. This is not a new device for our facility. Staff report they have seen this issue with other lots. We have offered to send the device back to the manufacturer.